Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 6x40x75 innova stent was selected for use. However, during preparation of the stent, it was noted that the distal end of the stent was partially deployed. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, and the remainder of the device were checked for damage. There was a kink at the nosecone. The outer shaft also had 2 additional kinks: 1st was at 44.5cm from the tip and the 2nd was at 55cm from the tip. The middle shaft had no damage. The stent that was returned inside of the mid-shaft was partially deployed approximately 6mm from the marker band. Although it was reported that the device was not used, the presence of blood at the stent area of the device is indicative of handling beyond simply un-packaging the device as was reported. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 6x40x75 innova¿ stent was selected for use. However, during preparation of the stent, it was noted that the distal end of the stent was partially deployed. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.